Event description:
It was reported that during routine check up the cs300 intra-aortic balloon pump (iabp) malfunctioned. The unit does not reset the pressure. No patient involvement. No harm reported. The issue discovered by customer. The fse was dispatched to evaluate the unit. The fse detected that edwards pressure transducer adapter cable is defective. It was reported that pressure transducer adapter cable (edwards production supplied by the customer) was replaced. Device operation tests were successfully performed. No parts available for return.